Event description:
It was reported that the device system was explanted and replaced due to infection. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.